Event description:
When the implantable neurostimulator was implanted, 'more wire' was implanted. The patient felt a wire was sticking them below the connector. One wire came loose and the other was too far off to one side. The patient felt muscle spasms in her rib cage when the implantable neurostimulator was turned on and off. The target area of stimulation was the patient's hip. The patient had been reprogrammed by the field representative. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). Reason for late MDR due to implementation of process improvement.